Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 403 mg/dl. Customer had low blood glucose level and was in 60 mg/dl. Customer had calibration not accepted alert and change sensor alert. Customer also mentioned that the sensor bled after insertion. Customer declined with troubleshooting for high blood glucose. It was unknown that auto mode feature was active at the time of event. The device will not be returned for analysis.